Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. Visual and microscopic inspection revealed that the imaging window was detached, and the drive cable was coiled and kinked. Functional test with the wire could not be performed since the imaging window did not return for analysis.

Event description:
It was reported that crossing difficulties occurred. The target lesion was located in a stenosed posterior descending branch artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion but failed to cross. The catheter was also noted to be kinked. The procedure was completed by using another device. There were no patient complications reported. However, returned device analysis revealed that the imaging window was detached, and the drive cable was coiled and kinked.